Event description:
The lay user/patient contacted lifescan and alleged that her fasttake meter was having power issues. Medical affairs specialist called and left a message for the patient to verify and obtain further information. The patient had provided the following information: she had dropped the meter and since then, the meter was "not working." The last time she was able to test on the meter was about 2 weeks ago. She was feeling weak and tired, but had not tested while experiencing the symptoms. A medical professional treated her, however, there is no further information regarding the treatment or the events leading to her symptoms and treatment. Prior to receiving medical attention, the patient had used another meter (no results provided) and it is unknown if this was her backup meter or the hcp meter. During troubleshooting, it was verified that this was not a new product and that the patient was using the correct test strips. She was asked to press the power button and the meter turned on. However, when she was instructed to insert the test strip all the way into the meter, the meter did not power on. The patient's test strips were received by lifescan on 9/22/05 and tested by product analysis. The patient returned 67 strips in 3 vials, in vial 2, 4 strips had chipped enzyme and in vial 3, 5 strips had chipped enzyme. Three of the returned strips were wide outside of specification. However, they did activate the meter. Therefore, the returned test strips failed visual and dimensional tests.